Manufacturer narrative:
The customer's report was not observed during evaluation of the device. The device was put through extensive testing including using the returned multifunction cable and multifunction cable to CPR adapter by bench handling and ECG monitoring stress testing through the pads lead without duplicating the report. Front keypad test also passed indicating all keys are working appropriately. The device was recertified and returned to the customer. A review of the device logs for the event indicates the device had hands free pads attached and were properly identified. The device was in lead ii through an ECG cable establish when a fault condition is encountered. The use does not change the ECG view to "pads". We can tell from the log that ECG was available in "pads" view. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.